Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a auto fill failure alarm. The alarm continued to go on during use on a patient. It was also reported that there was no blood visible in the catheter. The patient was removed from therapy without incident. There was no reported patient injury.

Manufacturer narrative:
"Health professional?" - should be blank. Answer is unknown. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record #(B)(4).

Manufacturer narrative:
Initial reporter complete name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a auto fill failure alarm. The alarm continued to go on during use on a patient. It was also reported that there was no blood visible in the catheter. The patient was removed from therapy without incident. There was no reported patient injury.